Manufacturer narrative:
Asp complaint ref #: (B)(4).

Event description:
Advanced sterilization products (asp) became aware that a customer was not testing their cidex® opa solution for the minimum effective concentration (mec) prior to use and their instruments were released for use on patients. The customer stated they change their solution every 14 days as per the instructions for use (IFU) or more frequently depending on use and visual inspection of the solution. The instructions for use (IFU) states the concentration of this product during its reuse life must be verified by the cidex® opa solution test strip prior to each use to determine that the concentration of ortho-phthalaldehyde is above the mec of 0.3%. The product must be discarded after 14 days, even if the cidex® opa solution test strip indicates a concentration above the mec. There was no report of injury or harm to patient(s) associated with this issue. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not test the cidex® opa solution with cidex® opa test strips for the minimum effective concentration (mec) prior to use since asp is not able to guarantee it has been high level disinfected. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2019-00851 and 2084725-2019-00852.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending by lot number, system risk analysis (sra), and supplier product evaluation. The batch history record was reviewed for this lot and met specifications at the time of release. Complaint trending by lot number was reviewed for the six months prior to open date and trending was not exceeded. The sra indicates the risk associated with exposure to bio-hazardous, pathogenic or infectious material is "low." The supplier was not notified as the issue was not identified as a manufacturing or functional issue. The likely assignable cause of this issue was failure to follow instructions. A customer letter will be sent advising to follow the instructions for use and always test the cidex® opa solution before each use. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Correction from: (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number: 2084725-2019-00851 in the initial 3500a report. To: (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number: 2084725-2019-00853. Asp complaint ref #: (B)(4).